Event description:
It was reported that the patient received inappropriate shocks due to double counting on the right ventricular (rv) lead. The sensitivity was reprogrammed and the oversensing was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d284drg implantable cardioverter defibrillator (ICD) (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).